Event description:
It was reported that: while ventilating a pt, the ventilator display turned yellow and the ventilator was no longer ventilating the pt. The pt was manually ventilated with an alternate device and then switched to another ventilator.